Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. However, detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage, loaded vlith, was less than 3.5v. The loaded voltage, loaded vlith, display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/printed circuit board a1. Insulin pump was monitored and functioned properly. Unit received with corrosion at the battery tube. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they called that morning because the insulin pump's battery was failing. The customer called back because the issue persisted. The customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.